Event description:
Internal cardiac defibrillators have been changed out in seven patients. The reason for the change out has to do with recall by the manufacturer. The date of the procedures are all different. The device numbers are all different. This is the first group of patients for this manufacturer, and more are expected. None of the patient's were injured.